Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that this device delivered two inappropriate shocks when the patient was experiencing a sinus rhythm that was initially detected as a ventricular tachycardia (vt) with ventricular fibrillation (vf) therapy delivered. The boston scientific field representative reported the patient was apparently experiencing a traumatic event at the time. A boston scientific technical services consultant (ts) discussed that the device labels the episode in the therapy zone where it was initially detected, and it appears the heart rate accelerated, was re-detected at a vf rate and the programmed shocks were delivered. No adverse patient effects were reported.